Manufacturer narrative:
Explant was reported to be due to diastolic heart failure symptoms of fatigue and shortness of breath, prosthetic valve failure, and aortic stenosis. Fibrous pannus ingrowth was present on the outflow and inflow surfaces of all three leaflets. The pannus ingrowth narrowed the inflow diameter. All three leaflets contained calcifications and fibrous thickening. Leaflet 3 contained a tear. Leaflet 2 had a thrombus on the inflow surface. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear, pannus formation, and calcifications could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. Calcification is a known event associated with tissue heart valves.

Event description:
In 2014, the patient had an aortic root enlargement and a 23mm trifecta valve was implanted. In 2019, the patient presented with diastolic heart failure symptoms of fatigue and shortness of breath and diagnosed with prosthetic valve failure with a gradient of 70mmhg and a valve area of 0.6 square cm. An echocardiogram revealed severe aortic stenosis but no aortic insufficiency. On (B)(6) 2019, the device was explanted and replaced with a inspiris resila aortic valve. The patient remained stable throughout the procedure with no adverse patient consequences.